Event description:
It was reported that patient underwent a right total knee arthroplasty on an unknown date. Subsequently, patient underwent a manipulation procedure on (B)(6) 2008 due to alleged arthrofibrosis. There has been no reported revision procedure to date.

Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. The following sections could not be completed with the limited information provided. Product identification and expiration date - unknown. Date implanted - unknown. 510k number - unknown. Manufacture date ¿ unknown.